Event description:
It was reported that the patient began not feeling well and was in more pain than ¿normal¿ when the temperature the past month prior to the report date, started getting hot. It had been very hot outside and was 111 degrees fahrenheit in the patient¿s vehicle. The patient did not have air conditioning. These symptoms were reported to his health care provider (hcp). The patient reported he was always in pain. At that last refill, (B)(6) 2013, the patient reported there was ¿three times more¿ medication in the pump reservoir than what was expected. This was the first time this happened. The hcp was ¿surprised¿ and instructed him to keep an eye on it. The patient reported the medication was a yellow tint when it was removed, which appeared normal. The patient also reported his pump had been recalled. The pump was used to deliver morphine, lidocaine and one other unknown medication.

Event description:
It was later reported that the patient had never reported the event to the healthcare provider. The pump had been routinely managed and no malfunction was observed.

Event description:
Upon additional review it was determined that the following previously reported information {it was later reported that the patient had never reported the event to the healthcare provider. The pump had been routinely managed and no malfunction was observed} pertains to a different event. Please refer to manufacturer report # 3004209178-2013-17243 for this information now.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot# l53961, implanted: (B)(6) 1998, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).